Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the day following placement of an intrathecal baclofen pump (implant (B)(6) 2015) the patient noticed increased weakness in the legs, clumsiness of the hands, and ¿banding¿ sensation across the lower abdomen. The patient complained of mild shortness of breath. The patient presented at the hospital. The patient¿s medical records indicated that the patient¿s other medications included oral baclofen which they had been instructed to continue to take. Examination found that the patient had some nystagmus in the lateral gaze fields, significant lower extremity weakness and flaccid tone. The healthcare professional noted that the patient ¿could wiggle toes but not much improvement on the right.¿ the patient had been able to ambulate with a cane or walker prior to the procedure. The patient was determined to have a ¿high probability of baclofen toxicity.¿ the pump rate was expected to be decreased or discontinued upon further evaluation. The patient was implanted for a history of relapsing/remitting multiple sclerosis. The pump was used to infuse baclofen (unknown). No patient outcome was reported. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.